Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information received reported there was no allegation that the device caused or contributed to the patient¿s infection. According to the report, the patient underwent a revision on (B)(6) 2016 due to subcutaneous cerebrospinal fluid accumulation. The valve was then explanted on (B)(6) 2017 due to infection and no replacement was implanted. Reportedly, the current status indicated that during admission at the hospital, ¿auricular fibrillation was not previously recorded.¿ the patient experienced a moderate cognitive decline. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information received reported there was no allegation that the device caused or contributed to the patient¿s infection. According to the report, the patient underwent a revision on (B)(6) 2016 due to subcutaneous cerebrospinal fluid accumulation. The valve was then explanted on (B)(6) 2017 due to infection and no replacement was implanted. Reportedly, the current status indicated that during admission at the hospital, ¿auricular fibrillation was not previously recorded.¿ the patient experienced a moderate cognitive decline. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported to medtronic neurosurgery that the patient developed an infection. According to the report, the valve was replaced. Reportedly, the patient's status was alive-no injury.